Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke, visual disturbances and dizziness may occur during this type of procedure and is listed in the rx acculink instructions for use. Stroke, visual disturbances and dizziness are known observed and adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on the available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that 2 days post stenting procedure in the left internal carotid artery, the patient had a stroke and experienced vertigo and double vision. A computed tomography (CT)/magnetic resonance imaging (MRI) demonstrated multiple bilateral diffusion weighted image abnormalities consistent with recent stroke in cerebellar hemispheres. The patient's vertigo and double vision has been reported as resolved 5 days post procedure without treatment and was discharged home 5 days post procedure in good condition. There was no additional information provided.